Event description:
It was reported that during a coronary stent procedure, the balloon ruptured during stent deployment and a perforation occurred. The perforation was successfully sealed using a perfusion balloon. The stent was successfully deployed. The pt status is listed as "okay".